Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 and h6: (component code is being corrected to - "819 - foot pedal") additional information added to field h6 and d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The reported issues of "user cannot properly configure wireless foot pedal to the system" and ¿user cannot connect wired foot pedal to the system¿ were not confirmed due to the subject device having not been returned for physical evaluation. However, based on the results of the investigation and similar failures, it is currently believed that the reported failure may be traced to the device design. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the laser system had one pedal not working on the footswitch. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified nor confirmed.